Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus delivery process. The blood glucose reading was 144 mg/dl. The customer's mother stated that the alarm was resolved by a complete infusion set and reservoir change. She stated that the customer had to go through about 5 infusion sets and reservoirs due to the issue. Advised the customer to perform a complete set change as soon as possible. The caller declined to return the infusion set and reservoir for analysis, since they had been discarded. She noted that everything seemed to be working fine at the time of the call. Nothing further reported.